Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a clinic follow-up, episodes of noise resulting in oversensing were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The reported event of noise resulting in oversensing was confirmed. As received, a partial lead was returned in two pieces for analysis. Visual examination revealed an external abrasion which breached the outer insulation proximal to the suture tie impression. The cause of reported event was due to the external insulation abrasion which is consistent with friction to the device can.